Event description:
Patient was revised to address metalosis and pseudotumor.**update: this is a clinical patient, report indicates that the patient had femoral loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update: this is a clinical patient, report indicates that the patient had femoral loosening. The stem and sleeve components have been added to this report. No components associated with this report have been returned. Review of the device history records for the stem and sleeve components did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.